Manufacturer narrative:
Date if event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06115. It was reported that the patient experienced a fall ineffective therapy following a fall several months ago. Patient¿s one lead fractured and one migrated. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was restored post op. It is unknown which sn lead migrated and which fractured.